Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis for analysis. Ac power was applied to the rf generator and a successful power on self-test was observed. System logs from the reported event date have been reviewed which indicate multiple and repeated periods of abnormally high impedance values. High impedance values will proportionately reduce the output of rf energy by design. No faults, warnings or irregular heating periods were encountered during the evaluation performed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined. No irregular heating periods or error messages were encountered during the evaluation period.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Intermittent issues were noted with the generator not reaching temperature with 4 probes connected during the procedure. The case was cancelled with no consequences to the patient.